Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose and ketoacidosis. The customer was taken to the emergency room and was hospitalized. The blood glucose reading was 375 mg/dl at the time of hospitalization. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.